Event description:
Patient presented with an infected right knee so doctor removed implant and prepared new poly liner.

Manufacturer narrative:
An event regarding infection involving a scorpio nrg ps insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient presented with an infected right knee so doctor removed implant and prepared new poly liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.